Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Additional information. Device was received and the investigation is ongoing.

Event description:
Facility reports during an acl reconstruction procedure on (B)(6) 2013, the battery reamer/drill did not function. The device was tested with other batteries and casings but the results were the same. It is reported a spare device was used to complete the procedure with no further problems and no harm to patient. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-04096.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.